Event description:
It was reported that, "the pt dislocated her hip. Upon reduction the bi polar component disassociated from the 28 mm head. The pt was taken to the operating room and converted it to a total hip."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.